Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02338. It was reported the patient's leads had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2023, during which the existing leads were explanted and replaced. Patient now has effective therapy.